Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the handpiece had a loss of vacuum during the cortex mode of a surgical procedure.

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer was able to resolve the issue remotely. However the company representative recommended that the handpiece and cassettes be replaced. Additionally, instructions were given for a thorough cleaning using an ultrasound cleaner with warm water. The site accepted to the advice and they will call back if problem persists. The root cause cannot be determined conclusively. (B)(4).